Event description:
On (B)(6) 2005, a patient received a minor injury while removing a battery pack from a wall mounted charger. According to the facility, when the caregiver went to remove the portable battery pack from a wall mounted charger, the battery felt hot. Upon removal of battery, a spark was noticed. The caregiver reporter her fingers stung and were bruised. On april 25th , the equipment was returned to liko inc. For inspection. While the incident could not be repeated, the parts were returned to the manufacturer for analysis. Once this information is obtained, a final follow-up report will be submitted.